Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable. Customer¿s blood glucose level was 165 mg/dl. The customer continued to use current pump for insulin therapy.